Event description:
Treatment of a left unruptured petrous paraclinoid aneurysm measuring 7.50mm x 6.20mm. During pipeline deployment, it was reported that the pipeline would not release from the capture coil and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter have been returned for evaluation. The pushwire was evaluated and the cause of the event could not be determined; however, the capture coil was found damage which may have contributed to the reported issue.(B)(4).